Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and did not mention an intermittent image issue. The camera image quality test was performed and passed. However, damage to the hdmi connector was confirmed. A visual inspection of the connector revealed visible corrosion. The glidescope go monitor hdmi connector cap was replaced and the device was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the glidescope go monitor.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the go monitor was connected to a disposable mac s3 blade before intubation and the device was working. The blade was placed into the patient's mouth and the image became "glitchy"; the picture was on, off, on, off. A delay in the procedure of an unknown duration occurred as another glidescope go monitor was obtained. No harm to the patient or user was reported.